Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d4- unique device identifier (UDI) # and #1 to na, e1 - first name to ni, g4 - PMA/510(k) # to na. The device was returned to olympus for inspection, and the reported failure was confirmed and found e216 scope communication error on the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leakage, after drying and replacing the plug unit and the connection cable, the image was normal. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: shanghai university of traditional chinese medicine affiliated shuguang hospital- added due to character limitation in respective field

Event description:
It was reported the gastrointestinal videoscope had a connection error. The issue occurred during maintenance. There were no reports of patient harm.